Event description:
Patient¿s operative notes report patient underwent a right hip revision on (B)(6) 2005 due to a failed femoral stem. The date of the initial total right hip arthroplasty could not be determined. During the revision, doctor noted a large seroma. A large cystic lining was excised. The head and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided: device product code. Product identification/expiry date. 510(k) number. Manufacture date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 10 of 10 mdrs filed for the same patient (reference 1825034-2011-001159 &1825034-2013-00424/ -00430 & -05217 & -05218).